Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the high/low glucose alarm failed to sound, and the customer was unaware when they became hypoglycemic. The customer experienced a seizure and loss of consciousness. A laboratory blood glucose result of 2.3 mmol/l was obtained, and the customer treated with 2 ampoules of g30 glucose via IV infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint.the user reported missing high and low glucose alarms with the freestyle librelink application. Successfully received high/low glucose alarms on apple 10 , 16,1 , 2.8.1.6120. No issues were identified with freestyle libre 2 application. The user complaint could not be reproduced. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device in use with iphone x, 16.1, 2.8.1.6120. The customer reported that the high/low glucose alarm failed to sound, and the customer was unaware when they became hypoglycemic. The customer experienced a seizure and loss of consciousness. A laboratory blood glucose result of 2.3 mmol/l was obtained, and the customer treated with 2 ampoules of g30 glucose via IV infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on apple 10 , 16,1 , 2.8.1.6120. No issues were identified with freestyle libre 2 application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the high/low glucose alarm failed to sound, and the customer was unaware when they became hypoglycemic. The customer experienced a seizure and loss of consciousness. A laboratory blood glucose result of 2.3 mmol/l was obtained, and the customer treated with 2 ampoules of g30 glucose via IV infusion. There was no report of death or permanent injury associated with this event.